Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was unable to be removed from the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 6/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 5/24/2016 with the following findings: during visual inspection of the pump, it was observed that the pump¿s battery compartment had damaged threads. The returned battery cap was able to be removed from the pump readily therefore the investigation could not duplicate the ¿unable to remove the battery cap¿ aspect of the initial complaint. It was also observed that the returned battery cap had damaged threads and a worn slot but it was still able to tighten to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.